Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. It was also reported that the touch screen was unresponsive and a malfunction occurred. Customer¿s blood glucose level was 85 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of battery not charging was verified. However, the touchscreen and malfunction issues could not be verified.